Event description:
A classic reaction in a 10yr who had sedation via her g-tube but was still fairly anxious and monitored by sedation services. Happened about 45-60 seconds after the first flush, lasted about 5 minutes but was not dramatic enough to call rapid response seeing as we had our sedation nurse right there who was already monitoring her and applied o2. Cough, red face, slightly diaphoretic, rash over entire body that slowly resolved within about 5 minutes. The 4fr catheter was flushed with 20cc prior to insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.